Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and changed the gaskets from the vacuum pump and the vacuum nozzle from the ion-selective electrode (ise) mode. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from one patient sample tested on the cobas pro ise analytical unit. The initial na result was 163.3 mmol/l. The first repeat result was 149.1 mmol/l. The second repeat result was 151.6 mmol/l. This result was reported to the patient. The initial k result was 4.89 mmol/l. The repeat result was 4.43 mmol/l.

Manufacturer narrative:
On the field service engineer's (fse) follow-up visit, he found that the daily maintenance stopped due to insufficient volume error of the ion-selective electrode (ise) internal standard (is). He then primed the reagent flow path, incubation water exchange, and performed an air purge which resolved the issue. He also changed the electrodes, cleaned the ultrasonic washing station and performed 30 cycles of ise check 30 and precision ise checks. The investigation determined the event was caused by a leakage/seal. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.